Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating resulting in pump shutting down. Additionally, it was reported that the customer experienced difficulty charging the pump with the usb cable. The customer's blood glucose was 98 mg/dl. The customer continued to use the pump for insulin therapy.